Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 24-mar-2025.

Event description:
Healthcare professional reported "rupture" via CT scan. Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture" via CT scan. Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
This is a follow-up to a medwatch submitted under manufacture report number 9617229-2023-04952. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported events rupture and capsular contracture was received on (B)(6) 2025 with lot number 3449588. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device. Capsular contracture: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.